Manufacturer narrative:
An eval of the device(s) cannot be performed as the device(s) remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt called to say that he hears and feels a clicking noise in his knee when he walks, or moves his leg. No pain associated with this, but it is getting worse. Dr told him that this is not uncommon, but pt believes it is not normal."